Event description:
It is reported that in 1999 patient underwent right total hip replacement. Patient's post-op course complicated by severe staph infection, dislocation, and several falls. In 2000, x-rays revealed vertical orientation acetabular cup with narrowing of superior joint space and widening of inferior joint space. Four months later, patient fell three times and was seen in e.r. Where x-rays revealed instability acetabular component with superior and lateral dislocation femoral component. As a result, 3 days later, acetabular liner, femoral head, and stem were all removed and antibiotic beads and cement spacer were placed. The acetabular shell, found grossly loose, was left in place "because of the acetabular screw." Four months later, an attempt to reimplant hip was made but was aborted due to inflammation. Untimately, 2 months later, hip was revised using depuy products.